Manufacturer narrative:
Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Furthermore, users are instructed to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. Based on the lot history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. If additional information becomes avaliable, a supplemental report will be issued with the results of the evaluation. The review of the lot history record (f1623702) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment.

Event description:
It was reported that the mynxgrip 6f/7f vascular closure device sealant was not deployed at the artery and had migrated up the tissue tract. The device was used in conjunction with a 6f procedural sheath for arterial closure following a peripheral interventional procedure. It is unknown if there were multiple sheath exchanges or not, however, a procedural sheath greater than 7f was not used. There were no multiple puncture sticks. The puncture site was not located above the most inferior border of the inferior epigastric artery nor below the bifurcation. There was no posterior wall puncture. The arterial puncture site was leaking blood internally. The patient experienced a retroperitoneal (rp) bleed and hematoma (6 cm or less in size). Manual compression was applied for 30 minutes or less followed by application of a femostop to achieve hemostasis. The patient's hospitalization was extended, however, the discharge date is unknown. Additional information was requested, but was unknown.